Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the left ventricular lead was noted to have dislodged. The lead was explanted and replaced. The patient was doing well post surgery.